Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump calculated the incorrect bolus amount to be delivered; the customer did not deliver the bolus. The customer's blood glucose (bg) level was 306 mg/dl. Review of the pump data logs by tandem technical support verified that the customer had accidentally entered a bg of 35 instead of 35 units of insulin to be delivered resulting in the pump alerting the customer that a bolus was not required. Customer acknowledged the issue was due to user error and pump was performing as intended.